Manufacturer narrative:
The device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the magnet alert sounded intermittently on the cardiac resynchronization therapy defibrillator (crt-d) without any obvious magnet in close proximity. The patient¿s device was interrogated twice since the alert commenced and a remote transmission was done, but no issue was found with the operation of the device. At the most recent interrogation, all efforts to reproduce the magnet alert were unsuccessful and questioning the patient regarding any contributing factors were unsuccessful. The patient will monitor the situation and look for possible causes. The device remains in use. No patient complications have been reported as a result of this event.